Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant date (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that unstable thresholds were noted on the right ventricular (rv) lead. It was also reported that there was low impedance and a polarity switch occurred. Over-sensing of non-physiologic signals were also identified. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.